Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information provided, a definitive cause for the stent dislodgment could not be determined. It may be possible that the stent dislodgment was due to interaction with the tortuous anatomical conditions; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the moderately calcified lesion in the moderately tortuous iliac artery. Reportedly, the 8x39 mm omnilink elite stent delivery system (sds) was being advanced without resistance and the stent dislodged. The sds balloon was inflated right away even though the stent was not in the correct position and the stent was deployed outside the target lesion. A new omnilink elite stent was used to complete the procedure. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.